Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon described that the clips continued to fail due to scissoring. Clips would not form properly. Case completed with another device. There were no patient consequences.